Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Cross reference: complaint ID: (B)(4).

Event description:
It has been reported the scope had cloudy and cracked lens. No harm to patient, user or third reported. Cross reference MDR: 9610617- 2025- 00391, 9610617- 2025- 00392, 9610617- 2025- 00393, 9610617- 2025- 00394.

Manufacturer narrative:
Result of investigation: the customer's statement regarding a cloudy and cracked lens can be confirmed in relation to the detected rod lens spalling. The statement regarding a cloudy lens cannot be confirmed. The imaging of the optics is clear and distinct in the scar area. When focusing, the rod lens spalling can be detected, which is attributable to the bent shaft and mechanical damage. The foreign particles present are due to the rod lens spalling and mechanical damage. Furthermore, a dent/impact mark can be seen in the distal area of the shaft. None of the damage found has any effect on the imaging of the optics. The damage is not due to a manufacturing / production fault. This event is filed under internal complaint ID (B)(4).